Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The reported volume discrepancy could not be confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log indicated the infusion of the drug fentanyl, with a concentration entered as 2500 mcg / 250ml was started on (B)(6) 2015 at 03:22pm. The dose began at 25mcg/h. The user cleared the vi at 03:30pm with a pvi recorded at 0.28ml. From the hours of 03:37pm through 10:16pm the user had titrated the dose from 50 mcg/h to 300 mcg/h. One bolus dose of 100 mcg (vtbi= 10ml) was performed at 10:08pm. The user cleared the vi at 10:46pm with a pvi recorded at 77.705ml. A new vtbi of 40ml was entered on (B)(6) 2016 at 12:42am. A new vtbi of 240ml was entered at 02:02am which may be associated with a new bag installed. The total calculated vi for the time period reviewed up to what is believed to be a bag change is 175.686ml which suggests a remaining bag volume of 48.314ml that may have been wasted. An assumption of a priming volume of approximately 26ml was deducted at the start of the infusion with an assumed bag volume of 250ml. Rate accuracy test was performed and the device was within specification. The root cause could not be identified.

Event description:
The customer reported that the volume of fentanyl infused and wasted does not match the volume the bag had in it. Fentanyl 2500mcg/250ml was initiated as a primary infusion at 1418 on (B)(6) 2015 at 25mcg/hr and titrated as follows based on the patient¿s sedation levels: increased at 1435 to 50mcg/hr, at 1914 to 100 mcg/hr, at 1943 to 150 mcg/hr, at 2057 to 200 mcg/hr and at 2058 to 300 mcg/hr. In addition, one bolus was given via the pump during the night shift. The volume discrepancy was noted at 0059 on (B)(6) 2015; the bag was changed and approximately 10-15 ml was witnessed as wasted. There was no sign of spillage and the patient did not appear to have experienced any harm. The medication was not in a lock box and the facility is investigating the possibility of diversion vs. Overinfusion. The reporter calculated from the medical record and their own review of the event log that about 167-174 ml was infused. Accounting for bag overfill, they feel 50-100 ml (but more likely 75-85 ml) of fluid is unaccounted for.